Manufacturer narrative:
(B)(4). The pump was received with a cracked case (battery tube). Unit p-cap / reservoir locked properly in place. The pump passed the displacement test. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer's blood glucose value was ranging from 40 mg/dl to 44 mg/dl. The customer also reported that battery compartment was cracked. The customer declined troubleshooting for low blood glucose. It was unknown that if the insulin pump was on auto mode or not. The insulin pump will be returned for analysis.